Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was explanted on (B)(6), 2011. This report is filed (B)(4), 2011.

Event description:
The device was received by the manufacturer with no information as to why the device was explanted. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2011.